Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The returned device analysis noted both cuffs had been engaged with the needles and the link had been separated from the swage end of the posterior cuff, thus confirming the reported suture retrieval issue. Link detachment may have appeared to the user as a needle to cuff miss. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, an anterior cuff miss occurred. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.